Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, hypertension and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic laparoscopic hysterectomy,salpingo-oophorectomy, right salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, infection, dyspareunia, neuromyopathy, headache and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, infection, neuromyopathy, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). The reporter commented: patient underwent excision endometriosis, appendectomy, cystoscopy with removal procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, hypertension and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic laparoscopic hysterectomy,salpingo-oophorectomy, right salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, infection, dyspareunia, neuromyopathy, headache and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, infection, neuromyopathy, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). The reporter commented: patient underwent excision endometriosis, appendectomy, cystoscopy with removal procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.